Event description:
Boston scientific crm received information that after this pacemaker's auto capture feature was enabled during a reprogramming session, the device's longevity remaining estimate went from 4 years to greater than 5 years. Technical services (ts) discussed how the programmer provides the longevity estimates when outputs are changed within a reprogramming session. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.